Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm and possible moisture exposure to the insulin pump. The customer's blood glucose level was unknown. The customer declined to replace and return because she obtained a back-up insulin pump from a friend.